Event description:
Customer reported receiving an error 4 when a test strip was inserted and a battery and booklet icons appeared on the display of their freestyle blood glucose monitor. Although, the meter was set to the correct unit or measure, the meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted. Customers and retailers have been informed.